Event description:
Reporter alleged discrepant blood glucose results of 202 mg/dl back to back with a result of 86 mg/dl when testing was performed 5 minutes apart on the compact system. Reporter stated she took her normal diabetes medication of 14 units of insulin however no other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.